Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) poland alleging his onetouch select meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple days prior to contacting lfs. The patient reported blood glucose results of "149 mg/dl" with the subject meter and "62 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient manages his diabetes with humalog insulin. It is not known if the patient made changes to his usual diabetes management routine. Immediately after the alleged issue, the patient claims he had a symptom of sweaty. Due to the patient's reported symptom, an ambulance was reportedly contacted; however, treatment was not specified. At the time of troubleshooting, the cca noted the subject meter set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2012 with the following findings: the meter passed testing and met specification. The test strips passed testing with no faults found. Retains were also tested and passed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.